Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4)

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), the tip of the guide wire became detached and remained in the patient. When the oad was removed from the patient following treatment, resistance was felt and the tip of the viperwire guide wire was noted to be detached. Multiple attempts were made to snare the wire fragment, but were unsuccessful. The wire fragment remained in the vessel and the patient was stable following the procedure.